Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with safety shield activation failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7208548 was reviewed, no related abnormalities were found. Material number 383313 for lot 7208548 was manufactured on august 9, 2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample was provided for the purpose of aiding our quality engineer's investigation, unfortunately the unit received was completely activated at the time of receipt, without the rest of the device. This prevented the completion of our investigation. Bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with safety shield activation failure. There was no report of injury or medical intervention.